Event description:
It was reported that the unspecified bd pegasus¿ safety closed IV catheter system tubing was "too short" during use, and the patient's skin condition could not be observed as a result. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was injected according to the doctor's advice, it was found that the side tube of the syringe was too short and pasted on the side tube during the fixation process after the injection, so the skin condition could not be observed and the nursing work was restricted."

Manufacturer narrative:
H.6. Investigation summary: unfortunately, a valid lot number and physical sample could not be obtained for the purpose of aiding in our investigation. As a result, bd engineers were unable to identify a root cause or trending data regarding this event. A device history review could not be completed as no batch number was provided. Bd will continue to track and trend for this issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pegasus¿ safety closed IV catheter system tubing was "too short" during use, and the patient's skin condition could not be observed as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the patient was injected according to the doctor's advice, it was found that the side tube of the syringe was too short and pasted on the side tube during the fixation process after the injection, so the skin condition could not be observed and the nursing work was restricted."